Event description:
Reporter alleged obtaining blood glucose results of 9 mg/dl and 7 mg/dl which are outside of the numeric reading range of 10-600 mg/dl of the aviva system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.